Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed sharp watchdog during infusion and they could not get it to clear. They were advised to remove battery and unplug and pump reset successfully but with a reload set message. They reloaded the set and reprogrammed the pump and it was infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.